Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# b0945248k, product type lead. (B)(4)also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# b0945248k, product type: lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that there was a complication where there was a dis location of the lead, which required surgery. It was also noted there was an empty battery. The additional information from the rep reported pns links. There were no further complications that have been reported as a result of this event. The indication for use is unknown.